Event description:
It was reported intermittently that the customer experienced a blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer consumed glucose tablets to address bg level. Recommendation was made to discuss diabetes management with a health care professional.